Event description:
A report was received concerning collimator fall between detector heads during collimator exchange process. The operator was driving the collimator cart with vp6 collimator mounted on into the gantry to be installed. The incident occurred during the process of collimator exchange. During the collimator exchange process pt is not presented at the detector area and the operator is standing at the back side of the cart while the collimator is loaded from the opposite side. System was damaged at the detector area but no one was injured and no other adverse effects had been reported.